Event description:
During a periodic review of the programming history database, it was revealed that high impedance was observed on a patient's device approximately two weeks after initial implant surgery. The programming data was reviewed and indicated that the impedance value was within the normal limits at the time the lead was connected to the generator during implant surgery. High impedance was identified when a system diagnostic test was performed during a clinic visit two weeks after the surgery. A second system diagnostic test performed after the device was programmed on during that same clinic visit returned results within the normal limits. Diagnostics were otherwise normal throughout the remainder of the available device history. No additional relevant information has been received to date.

Event description:
The neurologist's office reported that the patient's vns was first programmed on during the clinic visit in which the periodic programming database review identified the high impedance; however, the nurse was not able to provide information regarding the high impedance event since it had not been documented in the patient's clinic notes. There were no known medical procedures that occurred on or around the date of the clinic visit. No additional relevant information has been received to date.